Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an infection. The device was subsequently removed. It was stated that the device was implanted "approximately six weeks ago." Follow up information had been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).